Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to power on. Upon troubleshooting, the philips field service engineer (fse) identified a bad connection on low voltage power supply (lvps) on main cabinet. To resolve the issue, the fse reseated the connections and verified the system boot up, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.